Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 00:53:45. During night drain cycle five, the patient's ultrafiltration reading was 1351ml, indicating the home patient (hp) drained 1351ml more than their maximum programmed fill volume of 2000ml. No additional information is available.